Event description:
Customer called to report the pump had an alarm message. It was stated that the insulin did not exit during priming and the lead screw did not rotated. Customer is visually impaired. Troubleshooting was performed. The driver block was sliding back and forth freely. High bgs were treated with a bolus. Device was not dropped or exposed to moisture.